Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device was producing heat during surgery. There were no user or patient injuries. It is unknown if medical intervention or surgery delay occurred. There was no additional information provided.